Event description:
It was reported by a neurosurgeon that a vns pt wanted his device checked since he was not sure if it was functioning correctly. Also, the pt was getting a pacemaker implant due to bradycardia and wanted the surgeon to evaluate/move the device to accommodate for the pacemaker. Pt has been hospitalized several times over the last few months due to cardiac issues per cardiologist. The pt's cardiologist stated that he was not sure if pt's bradycardia was related to vns or to medication response he received during intubation. Pt will likely have a pacemaker implant.

Event description:
Additional information was received indicating that the patient never followed up with the neurosurgeon's office to have his device evaluated and has not been seen by the neurosurgeon since (B)(6) 2010. Follow up with the neurologist was attempted and it was indicated that the neurologist did not feel that the bradycardia was related to vns; however he had no other information on the patient's condition. He also indicated that diagnostics were not performed on the patient's device in over a year. No other information was provided. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from a nurse with the patient's treating cardiologist. It was indicated that the patient was never implanted with a pacemaker, and after evaluation, did not require one. The nurse was unable to say why they were initially considering implanting the patient with a pacemaker, however she indicated that the patient recently underwent a cardiac stress test that came back with normal results. No other information was provided.